Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 63mm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure the final angiogram identified an endoleak. The physician noted that it was a possible type ia endoleak. The physician ballooned the proximal end; however, the endoleak remained. The physicians intervene by placing another manufacturer¿s stent. During the deployment of the other manufacturer¿s stent the placement of the endurant bifurcation was disrupted by 10mm distal movement. To correct this displacement, an endurant aortic cuff was added at the level of the left renal artery. A final angiogram noted that the endoleak was still present. Additional post dilatation with another manufacturer¿s balloon was performed; however, the endoleak was not resolved. The physician then pulled the pig tail into the main body and contrast continued to be present in the same location (right side of the graft at the level of the hips). The physician then noted that it was a possible type iii (fabric) or a possible type IV endoleak. No additional clinical sequelae were reported and the patient will continue to be monitored.